Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to lead noise via remote transmission. Isometrics were recommended. Lead remains implanted. No further information available.